Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthroughhc; guide catheter: hyperion; stent: xience alpine3.5-18. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. The 4.5 x 12 mm nc traveler balloon catheter was used for pre-dilatation, and a xience alpine stent was deployed. The nc traveler balloon was then re-advanced for post-dilatation. The balloon was inflated twice. During removal, resistance was met due to the tortuosity in the vessel, and the shaft separated outside the anatomy. At this point, the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.